Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was abraded at 12.4 cm from the connector pin which resulted in the reported noise. The damage found is consistent with constant friction with another implantable device.

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.